Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the master tool manipulator (mtm) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The mtm was analyzed and was found to have calibration issues. The complaint was confirmed based on the results of the investigation, which indicates that the device may have contributed to the customer reported issue. As a result of these findings, failure analysis concluded that the calibration was found to be the root cause of the reported event.

Event description:
It was reported that prior to starting (pre-anesthesia) a da vinci-assisted surgical procedure, a caller reported error 41103 pointing to master tool manipulator right (mtmr). The technical support engineer (tse) checked the logs, error verified. Tse asked the caller to reboot the system and check if mtmr was free to move. Error was always present, surgery was not done with davinci. The procedure was aborted with no reports of patient involvement.